Event description:
This report is being filed after the subsequent review of the following journal article: minimally invasive plate osteosynthesis of distal tibial fractures: a comparison of medial and lateral plating. Park, c., and shon, o. (2012) minimally invasive plate osteosynthesis of distal tibial fractures: a comparison of medial and lateral plating. J orthop sci 17:562-566. This was a retrospective study of 24 patients who, between june 2005 and february 2009, were treated using minimally invasive plate osteosynthesis (mipo) for distal tibia fractures. They were divided into two groups with one group being fixated by medial (m) mipo and the other group fixated with lateral (l) mipo. Group m used a synthes locking compression plate (lcp) and group l used a competitor periarticular plate for the procedure. Radiological review of results were assessed, as well as mean operation time, postoperative complications, and mean union time. Radiological evidence of bony union was observed in all cases. In group m, skin irritation occurred in one patient, but the symptom was not severe; it was noted that the plate was removed after bone union. In group l, one patient experienced limited motion due to entrapment of the tibialis anterior muscle. Range of motion did not fully recover even after continuous rehabilitation; the plate was removed after bone union. This is report 1 of 1 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Event date and published date: (B)(6) 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Park, c., and shon, o. (2012) minimally invasive plate osteosynthesis of distal tibial fractures: a comparison of medial and lateral plating. J orthop sci 17:562-566. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.